Manufacturer narrative:
Tracking #.43868. Date sent: 11/10/1998. D6: info not available, device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. The device jammed upon first firing and the staple could not be dislodged. Another ems was used to complete the case. There was no consequence to the pt.